Manufacturer narrative:
The device was returned to olympus for inspection. Based on historical data, possible causes include damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope temporarily exhibited no image on the screen due to damage to the imaging section, however, the image does return to normal. There was no patient involvement.